Manufacturer narrative:
Section h6, annex d (investigation conclusions) was updated to remove "cause traced to component failure" (code # 4307) which was included in the initial report. The code "manufacturing deficiency" (code #23) will remain unchanged from the initial report.

Manufacturer narrative:
The subject device was returned for investigation and inspected. The reported failure of "failure to deflate" was confirmed. The balloon was noted to deflate slowly. The inability to deflate the balloon would make it difficult to remove from the treatment site. Based on the investigation, the deflation issue was due to excessive adhesive on proximal bond next to proximal marker band on the catheter. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave c2 aero coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the coronary arteries. A total of 120 ivl pulses were successfully delivered. It was reported that the ivl balloon was having great difficulty deflating after treatment which was observed at the treatment site prior to attempting to withdraw the ivl catheter from the guide catheter. On removal of the ivl catheter from the patient, the balloon was intact but noted to be partially inflated. After discussion with the physician, the balloon was confirmed to be holding pressure and there were no functional issues with the device or with ivl therapy delivery. The catheter was delivered over a sion blue wire using a 7 fr guide. No patient harm was reported.